Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the quick release.the infusion set was in use for one day. No further information available.